Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 16fr and 18fr foley catheters in the intensive care unit were leaking at present and they were leaking in the tubing, near the patient and not from the collection bag. The affected foley trays were (product no: a902916, a902416, a902918 and unk).

Event description:
It was reported that the 16fr and 18fr foley catheters in the intensive care unit were leaking at present and they were leaking in the tubing, near the patient and not from the collection bag. The affected foley trays were (product no: a902916, a902416, a902918 and unk).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: recommended inflation capacities: 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 15cc balloon: use 20cc sterile water 20cc balloon: use 25cc sterile water 30cc balloon: use 35cc sterile water 40cc balloon: use 45cc sterile water 75cc balloon: use 50cc sterile water do not exceeded recommended capacities." Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol. The device was not returned.

Event description:
It was reported that the 16fr and 18fr foley catheters in the intensive care unit were leaking at present and they were leaking in the tubing, near the patient and not from the collection bag. The affected foley trays were (product no: a902916, a902416, a902918 and unk).